Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited undersensing and was seeing low signal amplitudes. Technical services (ts) was contacted, and ts discussed recent episodes logged on the s-ICD. The s-ICD system remains in service. No adverse patient effects were reported.